Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 600 mg/dl, which was treated with manual injection. Customer reported that high blood glucose began on (B)(6) 2016. Customer did not go to the hospital and did not contact healthcare professional. Customer had symptoms of high blood glucose; customer felt fatigue and extreme thirst. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer states there were no air bubbles, but states infusion tube leaked at connection to reservoir. Customer reported that infusion tube may have been pulled by toddler. Customer declined checking site or insulin issues; and settings were correct. Alarm history showed one no delivery alarm. Customer was advised to call back when in receipt of tubing clamp in order to perform high pressure test.